Manufacturer narrative:
Mindray service representative replaced the units co2 module, performed functional tests and returned the unit to service.

Event description:
Customer reported the spectrum monitor's co2 function was not working which may have resulted in a loss of co2 monitoring. No pt injury was reported.